Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. Additional info was received from the consumer on 02/06/2011. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she has experienced glare when driving at night. The consumer reported that her surgeon had told her that glare with headlights could be pronounced, but she feels the glare is worse. She reported that she has the anti-reflective glasses, but these do not seem to help much. In addition, the consumer reported she has to wear glasses to read when in dim lighting conditions. The consumer reported she has a history of glaucoma and had laser surgery for this condition. She has not used medication for her glaucoma since the laser procedure. The customer provided additional info via email. She had seen her surgeon and was told that she had a refractive error. She was given a prescription for glasses which the surgeon felt would help with the night glare and driving. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.